Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the auxiliary alarm not working correctly. The bt2 battery voltage was outside product specifications, causing the alarm to fail. The pump was serviced and returned.

Event description:
The initial reporter stated that the pumps auxiliary alarm was not working mmdg followed up with the initial reporter who stated that this had occurred during testing and had no impact to a patient. [Complaint-(B)(4)]